Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor. The customer states the device keeps prompting calibration. Troubleshoot for calibration error was conducted. The customer's blood glucose level at the time of incident was unknown. The customer states their levels had gone as high as 490mg/dl. The customer states they over corrected from 38mg/dl, and their levels went high. The customer was assisted with calibration. No further assistance provided at this time.